Event description:
The patient underwent revision surgery on (B)(6) 2023, to replace the right stimulation lead. It was reported that the patient's right lead had out-of-range impedances. The clinical specialist reprogrammed the patient to unilateral stimulation until revision surgery could be scheduled. The revision surgery was performed, with no report of patient harm or injury. The patient was reactivated using bilateral stimation. The lead assembly was returned and evaluated. The reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead.

Manufacturer narrative:
Mml reference (B)(4). Patient age not available.